Event description:
The customer reported to syncardia on (B)(6) 2015 that the freedom driver exhibited a fault alarm while supporting an ege university school of medicine pt. The pt was subsequently switched to the backup driver. There was no reported adverse pt impact. This alleged failure mode poses a low risk to the pt because although the freedom driver exhibited a fault alarm, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.